Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. Per the packaging instructions it states, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ without further information, biting of the swab cannot be ruled out. The root cause could not be determined due to insufficient information. Without further information, there is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations.

Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On an unknown date, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Although requested, the reporter did not provide information regarding injury to the patient or caregiver, patient specific details including patient's level of consciousness, whether a bite block was used, or if the reported issue occurred during initial use or reuse. The device was discarded and no pictures were available. Although requested, no additional information was available.